Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; adhesive on bending section cover had a chip; due to a dent on channel tube, forceps could not be inserted smoothly; scope cover plate had peeling; adhesive around objective lens, adhesive around light guide lens, paint on suction cylinder, and paint on air/water cylinder was peeled; plastic distal end cover, connecting tube, light guide cover glass, scope connector cover unit, suction connector, protector of universal cord on suction connector side, universal cord, light guide protector, grip, scope cover, switch box, switch one, air/water cylinder, forceps elevator, forceps elevator knob, upward/downward angulation control knob, right/left knob, and the control unit all had a scratch; connecting tube and control unit had discoloration; connecting tube and universal cord had a wrinkle; and the forceps channel port was shaved. As upon evaluation it was found that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The customer flushed the air/water nozzle with air and water. There were not any abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, whether there was any delay in the start of the precleaning, whether they immersed the endoscope in the detergent solution, whether they wiped/brushed the air/water nozzle with clean lint-free clothes, brushes or sponges, and whether the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital (added due to character limitation in respective field).

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had angulation malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.